Event description:
Boston scientific received information that the pacer dependent patient implanted with this device system displayed a history of feeling light headed and syncopal symptoms. The patient was recently hospitalized for an unspecified reason. Upon discharge, the patient reportedly passed out. No injuries occurred as a result. Device interrogation proved to be unremarkable, with no stored episodes observed. The physician reprogrammed the output and would continue to monitor the patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.